Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 616 mg/dl. A manual insulin injection was administered to address bg level prior to arriving at the ER. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.